Event description:
On (B) (6) 2009, the patient was implanted with a scs system. On (B) (6) 2010, the patient informed the clinical specialist that he was not receiving satisfactory stimulation despite the device being set at the maximum amplitude. An impedance reading revealed that all contacts were within the normal range. An x-ray was taken and did not reveal any abnormalities. The patient's lead was explanted and replaced.

Manufacturer narrative:
The precise lot number is unknown, however, all possible lots were reviewed. The findings are below. Method- the device history and sterilization records were reviewed. Results- the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.